Manufacturer narrative:
Additional narrative: photo investigation summary: a photo investigation was performed based on the image provided. The image was reviewed and the complaint condition is confirmed. It cannot be confirmed that the device was received in its condition in the box as the box and inner packaging is opened in the provided photo. The device appears to be broken into two or more pieces in the provided photo. A definitive assignable root cause could not be determined based on the provided information. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a zero-p procedure on (B)(6) 2021, when unpacking, it was noted that the metal plate detached from the fusion device. Another device was used to complete the surgery. There were no adverse consequences to the patient. The procedure was successfully completed without any surgical delay. No additional information could be provided. During manufacturer's investigation of the provided photo it was observed the device appears to be broken into two or more pieces. This report is for one (1) zero-p implant 7mm height convex-sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product: 04.617.137s, lot: 1l62913, manufactured date: february 10, 2018. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. Visual inspection: the zero-p convex h7 peek was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the device was received in disassembled condition. The device was not returned with its original sealed packaging. No signs of any damage were observed and no other issues were found with the device. Additionally, the received images were reviewed and does not change the physical device observations. Functional test: a functional test was performed on the assembly of the implant. The components were able to assemble with no difficulties and stayed assembled without any leeway unless the implant was forced out in the vertical axis. The device functioned as intended. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the design of the device. Document/specification review: the following drawing(s) was reviewed: assembly zero-p (current and manufactured to) no design issues or discrepancies were found during this investigation. Investigation conclusion: the overall complaint is being confirmed for the zero-p convex h7 peek as the device was received disassembled. The complaint condition of the device components being received disassembled upon receipt could not be confirmed as they were not returned it the original sealed packaging. While a definitive root cause could not be identified for the reported issue from the available information, it is likely that the implant was subject to force in the vertical axis pushing it out of the slot. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.h10 additional narrative:h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.